Event description:
It was reported that a signal loss occurred. On 10/06/2025, it was reported that the patient experienced signal loss after which they experienced a hyperglycemic event. At around 3:30pm, the patient received a signal loss alert. After this the cgm readings did not return, and they were unable to monitor the patient´s blood glucose levels. On the afternoon of (B)(6) 2025, the patient´s son noticed that the patient was looking ¿funny¿ and weak, took a fingerstick, and the blood glucose reading was 470 mg/dl. The son treated the patient with insulin injections. The patient went to toilet, and experienced loss of consciousness. The emergencies were called and when the paramedics took a fingerstick the blood glucose reading was 500 mg/dl. The patient was brought to the hospital and would have experienced diabetic ketoacidosis. The patient was admitted and was treated with intravenous insulin. The patient was discharged after 4 days. When the patient was discharged the blood glucose reading was 230 mg/dl, and the patient was still feeling tired and weak, but it was understood that the patient was stable. At the time of the report the patient was stable. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.